Event description:
The customer reported that the device unexpectedly shutdown during care of a patient. There was patient involvement, with no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.